Event description:
It was reported that a spectrum pump alarmed constant upstream occlusion during a secondary infusion of heparin at the critical care unit. The volume to be infused (vtbi) was 2.2ml, dose 14 u/kg/hr., flow rate 12.2ml/hr using a baxter primary IV set. The head height of the primary bag was 24 (inches). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reporter provided the event history log (ehl) of the reported pump. The ehl was performed and revealed 7 events of "upstream occlusion!" During medication treatment on the reported event date, verifying the reported problem the device was not received for evaluation; therefore further device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.